Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring ii seal cracked during deployment. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Maquet cardiovascular received the device on 12- jan-2009. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B)(4).